Event description:
It was reported that the patient was feeling shortness of breath on exertion and had low heart rate. The lead was dislodged. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.